Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the valve was implanted to the patient via l-p shunt on (B)(6) 2019 due to secondary normal pressure hydrocephalus with an initial setting of 120mmh2o. The patient's primary disease is subarachnoid hemorrhage. The valve was used with the silascon® lumbar catheter (manufactured by kaneka). During a follow-up on (B)(6) 2019, an occlusion at the abdominal catheter was suspected on the MRI image and the patient was experiencing disorientation due to underdrainage. Therefore, the valve was replaced with a new v-a shunt valve on (B)(6) 2019. The setting was unknown. An over 30 minutes surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. Unique device identification (UDI)#: (B)(4). The device was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm a problem with the valve, the valve functioned. No potential cause of failure for the catheter as this is not a codman device.